Manufacturer narrative:
No moisture damage found inside the pump. The device received intermittent button response due to corroded keypad traces. No button error alarm. Pump received with scratched lcd window; received cracked case display window corner. Pump was received with cracked battery tube threads, received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Pump received with scratched case. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.